Event description:
Customer ate lunch and took insulin (type and dosage not provided) around 1310-1315, and obtained a result on his active meter of 185 mg/dl at 1320. At approximately 1413, the customer tested at 160 mg/dl and called his sister. His sister noticed that the customer seemed incoherent, so she called the emts. At an undetermined time (approximately 15-20 minutes later), the emts arrived and tested the customer "lower than the 70s mg/dl" on their meter. Customer was treated with orange juice, a glucose tablet, and an IV (contents not provided). Customer was not taken nor admitted to the hospital. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.